Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys ft3 iii and elecsys ft4 ii assay results for 1 patient sample tested on a cobas 8000 e 801 module compared to the centaur method. This medwatch will cover ft4 ii. Please refer to the medwatch with a1-patient identifier (B)(6) for information of ft3 iii. Refer to the attachment for patient data. Discrepant results are highlighted. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number used at the customer site was (B)(4). The cobas e801 serial number used at the investigation site was (B)(4). The ft4 ii reagent used on this analyzer was lot 303203 with an expiration date of (B)(6) 2019. The ft3 iii reagent used on this analyzer was lot 314824 with an expiration date of (B)(6) 2019. The investigation is currently ongoing.

Manufacturer narrative:
Investigation of the patient sample identified an interfering factor that affects a component of the reagent. This type of interference is covered in product labeling.